Event description:
There was insufficient info available on which to base a decision of "non-reportable." A system operator reported that the laser stopped firing. This even did not occur during surgery.